Event description:
New purple y-adapter different to previous one, and new removable port causing leakage of feed into bed whilst pt on insulin. Leakage of feed into bed - "near miss" recorded. Had nurse not spotted, this would cause insulin to work against less feed and risk of hypoglycemia.

Manufacturer narrative:
This product configuration is only sold to the (B) (6). A small leak was found between the male luer and the y port. This is not a new component or configuration. The bond between the male luer and the y port on the returned sample had failed. Evidence of bonding solution was apparent. The bond between the male luer and y port can fail over time as additional components are attached to the male luer and the male luer is then turned thus putting stress on the bond area. Several retention samples of this component were evaluated and the male luer was found to be securely bonded to the y port.